Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038766) in united states on (B)(6) 2015, which refers to herself who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer stated that a hida scan (cholescintigraphy scan) was performed and it determined her gallbladder was not functioning well. After the surgery, she was told that her essure was also removed from the fatty tissue by her gallbladder and stated it went a long way in her insides. Essure removal date was reported as (B)(6) 2014. Consumer assessed the event as serious. Follow-up received on (B)(4) 2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who underwent a surgery, approximately 2 years after essure (fallopian tube occlusion insert) insertion, as her gallbladder was not functioning well. During this procedure, essure was also removed from the fatty tissue by her gallbladder. The reported events, regarded as unspecified gallbladder disorder and essure dislocation into abdominal cavity, were considered serious due to medical importance. Device dislocation is listed according to essure's reference safety information, while the other event is unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or abdominal cavity). Although, in this particular case, the exact mechanism of the reported dislocation is unknown, given its nature; causality with the suspect device cannot be excluded. Regarding the reported gallbladder disorder, limited information was provided; nevertheless since most of cholecystectomies are performed due to symptoms or complications related to gallstones a causal relationship between the reported event and the suspect insert is considered unlikely. This case was regarded as incident due to the reported surgical intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 20-apr-2015: essure consumer general questionnaire was received. Information received from a (B)(6) female consumer who has no previous gynecological problems or procedures states that she had essure placed on (B)(6) 2012 (6 weeks postpartum). According to her, it at that point was the most painful experience in her life. Consumer reported that she was moody after insertion and thought that it would pass. She then got home and dealt with lots of pains and informed that she passed a chunk of the essure device (the center rod and a piece of the coil). She called doctor and nurse told her that it was ok and it would still work. Consumer also informed nurse that she was in a lot of pain and that it hurt to sit. Nurse said that it was normal. This took her two weeks before she could sit normal again. Consumer states that the cramping and pain was like giving birth. Two weeks after essure placement, she had iud put in because she could not handle having them telling her the results and informed she was told that hysterosalpingogram would be painful, so she did not go in for it. She also gets bad anxiety when she talks or thinks about it. Another issue she has is she gets light headed at the sight of her own blood (where that come from she does not known). She was also told that hsg would not show the placement but just whether it worked or not. In 2013, she started having gallbladder issues. Sick. Every time she ate she would have pain on the right side of her ribs. She would get it when she did sit ups too. She went to doctors and they gave her stuff for acid reflux. She also had the feeling like she had a cactus through her neck (this went on for a long time). Consumer finally got a test that determined her gallbladder was not fully functioning. So, on (B)(6) 2014, she had laparoscopy surgery to remove it. When they removed it, her husband said they took out one of her devices when they were in there. It was wrapped in fatty tissue by her gallbladder. Consumer has recovered from previously essure removal procedure and informed that upper right pain by her ribs has resolved after procedure. No related diagnostic tests were performed. She was half out of it and said that it was the wrong way to go. She felt anxiety again and had many sleepless nights. She called the doctor's office and they said that it still have worked, to go get the hsg done. She then called to the doctor who helped her with her gallbladder and he sent her for an ultrasound to locate the other coil. They would not do the ultrasound and said an x-ray was all they could use to see it. An x-ray was performed and they said they think the device is in the right spot. This device was not removed, it is still somewhere (discrepant information). In addition, consumer believes that her condition was caused by essure and reported that she was left with spotting after exercise, pain on the left side, pain on left side when passing gas or pooping, and constipation. According to her, these symptoms started on (B)(6) 2012 and she has not seen her doctor concerning them (she did not go back since iud placed). Her lower left side pain had not resolved after her surgery. Company causality comment: this non medically-confirmed, spontaneous report refers to a female consumer who underwent a surgery, approximately 2 years after essure (fallopian tube occlusion insert) insertion, as her gallbladder was not functioning well. During this procedure, essure was removed from the fatty tissue by her gallbladder. The reported events, regarded as unspecified gallbladder disorder and essure dislocation into abdominal cavity, were considered serious due to medical importance. Device dislocation is listed in the reference safety information for essure, while the other event is unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes. Although in this case the exact mechanism of the reported dislocation is unknown, given its nature, causality with the suspect device cannot be excluded. Regarding the gallbladder disorder, limited information was provided; nevertheless since most of cholecystectomies are performed due to symptoms or complications related to gallstones a causal relationship between the reported event and the suspect insert is considered unlikely. Also, consumer informed that one device is still somewhere. Although an x-ray was performed and it was thought the device was in the right spot, this event was interpreted as suspicion of device dislocation, in a conservative approach, and was considered related to essure due to its nature. It was reported that she passed a chunck of the essure (the center rod and a piece of the coil), interpreted as device breakage (non-serious and unlisted event) and device expulsion (non-serious and listed event). Although limited information was provided, given the nature of these events they were considered related to essure. This case was regarded as incident due to the reported surgical intervention. Product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 08-jun-2015: essure health care provider uterine/tubal perforation questionnaire was received. Information received from physician states that a non-pregnant (B)(6) female patient who has no previous gynecological interventions, problems or procedures nor medical history or concurrent condition and has as previous pregnancies gravida 4, para 4, and no abortion or ectopic pregnancies; had essure (lot number 910512, model number ess305) inserted on (B)(6) 2012. Patient was postpartum at the time of insertion (last delivery on (B)(6) 2011). Cervical dilatation and monitored anesthesia care were applied during procedure. No sounding or general anesthesia was performed. The visualization of the tubal ostium was easy as well as the insertion procedure. 1 coil was visualized on one side and 2 coils were visualized in the other side. There was no fluid loss more than 1500cc and the procedure did not take more than 20 minutes. No imaging test was performed to confirm essure placement. On (B)(6) 2012, patient reported anger due to anesthesia and was advised to go to emergency room. No reports of pain. On (B)(6) 2012, patient reported being stable and made appointment for iud placement. No pain was reported and patient was feeling much better. No reports of essure expulsion. On (B)(6) 2012 patient had iud placed as back-up contraception after essure insertion and before total occlusion confirmation. No reports of pain or any problem. No reports of coils dislodging. On (B)(6) 2012, patient reported bleeding with iud. There were no other complaints. No hysterosalpingogram (hsg) test was done (patient refused hsg testing). Health care professional informed that no symptoms were reported to clinic and states that patient did not report any device expulsion or having hysterosalpingogram. No organ or intra-abdominal structure was perforated. Essure device was removed on (B)(6) 2014 during gallbladder surgery. It is unknown whether second device is still present or expulsed. On (B)(6) 2014, patient reported having gallbladder removed and coil found in fatty tissue. She also informed that one coil fell out two years ago. Patient was given option to replace essure or doing a lap tubal. She refused surgery plans or iud (as reported). Clinic was unable to locate record of x-ray patient reported having done. Ptc investigation result received on 15-jun-2015 ptc global number (B)(4). Final assessment: batch number 910512; production date: oct-2011 expiration date: oct-2014 since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a product quality issue (device breakage). The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event considered related are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non medically-confirmed, spontaneous report refers to a female consumer who underwent a surgery, approximately 2 years after essure (fallopian tube occlusion insert) insertion, as her gallbladder was not functioning well. During this procedure, essure was removed from the fatty tissue by her gallbladder. The reported events, regarded as unspecified gallbladder disorder and essure dislocation into abdominal cavity, were considered serious due to medical importance. Device dislocation is listed in the reference safety information for essure, while the other event is unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes. Although in this case the exact mechanism of the reported dislocation is unknown, given its nature, causality with the suspect device cannot be excluded. Regarding the gallbladder disorder, limited information was provided; nevertheless since most of cholecystectomies are performed due to symptoms or complications related to gallstones a causal relationship between the reported event and the suspect insert is considered unlikely. Also, consumer informed that one device is still somewhere. Although an x-ray was performed and it was thought the device was in the right spot, this event was interpreted as suspicion of device dislocation, in a conservative approach, and was considered related to essure due to its nature. It was reported that she passed a chunk of the essure (the center rod and a piece of the coil), interpreted as device breakage and device expulsion (non-serious events). Although limited information was provided, given the nature of these events they were considered related to essure. This case was regarded as incident due to the reported surgical intervention. Product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Legal claim received on 27-oct-2016. On (B)(6) 2012, essure was inserted for permanent contraception. Sometime after implant, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, and dyspareunia. She reported to her healthcare provider that she was experiencing these symptoms. On (B)(6) 2014, laparoscopic removal of essure was done.